Event description:
Six to seven months after the first implant, the knee fell apart. The knee never felt right. It kept clicking, always swollen and infected. Patient was in constant pain and had ambulation difficulties. She was also unable to fit a brace to the knee. A custom made one was recommended, but that would cost her (B)(6) which she doesn't have. Patient has called the manufacturer's office in (B)(4) several times and yet no help has been gotten and their calls are not returned. Patient says this particular device had been recalled by the FDA on 04/13/2013 and the internet is full of many complaints about the same device.